Event description:
It was reported that the 9900 system would not fluoro during a case. Also, the monitors were dark and there was a camera rotation issue. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted and the boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.